Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was torn. A 4.5-4/4t/90 symmetry balloon catheter was selected for dilation. However, the guidewire was stuck inside the shaft around the balloon part and the catheter could not be placed on the wire. Another 4.0-4/4t/90 symmetry balloon catheter was selected but the balloon was torn during preparation. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that the balloon was torn. A 4.5-4/4t/90 symmetry balloon catheter was selected for dilation. However, the guidewire was stuck inside the shaft around the balloon part and the catheter could not be placed on the wire. Another 4.0-4/4t/90 symmetry balloon catheter was selected but the balloon was torn during preparation. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: symmetry device-sv/4-4/4t/90 was received for analysis. A visual examination identified that the balloon was not subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this balloon is 15 atmospheres. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.